Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "bridge test failed" while attemtping self test. Complainant indicated that there was no patient involvement in the reported malfunction.